Manufacturer narrative:
The insulin pump passed the self-test, unexpected restart error, displacement test, rewind, basic occlusion test, occlusion, prime, off no power and excessive no delivery tests. Upon battery installation the pump powered up properly and no unexpected restart noted. The insulin pump was received with high idle current due to faulty lcd driver board. No external ra crc error or unexpected restart error alarms noted. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported via phone call that the insulin pump continued alarming unexpected restart; she stated blood glucose might have been high. The customer stated they received the alarm three times in three days. The pump's history was checked and found unexpected restart and external ra crc error alarms. The customer's blood glucose was 322 mg/dl. The customer was advised the pump will be replaced and revert to back up plan.